Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not find any defect. Subsequent functional verification testing was completed without further issues and the unit was returned to service. An involvement of the roller pump in the reported event can be ruled out. A possible root cause is a too high occlusion set by the user.

Event description:
Livanova (B)(4) received a report of tube rupture while using a s5 roller pump during procedure. There was no report of patient injury.